Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was kinked and ovalized in multiple locations throughout its length. Conclusions: evaluation of the returned benchmark revealed that it was kinked and ovalized in multiple locations. This damage may have occurred due to forceful handling during removal from the packaging. The other benchmark mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01637.

Event description:
During preparation for a medical procedure, two benchmark 6f 071 delivery catheters (benchmarks) were found to be kinked upon removal from their packaging. The kinked benchmarks were found prior to use and therefore, were not used in the procedure. The procedure was completed using a new benchmark.